Manufacturer narrative:
MFR received date: 28 may 2019. Date of report received : 03 jun 2019. A visual inspection of the touchscreen assembly revealed no damage or contamination. During testing of the resistance (ul_lr and ur_ll) and resistance ratio (ul_lr/ ur_ll) were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25mar2019. Reporter: no phone number provided. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The touchscreen could not be calibrated and was unresponsive. The fse replaced the touchscreen and the issue was resolved. The device passed required performance verification testing.

Event description:
It was reported that the unit's touchscreen was unresponsive. There was no patient involvement. Event date not specified; estimate used.